Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they had a slight stroke and went to the hospital to have an MRI. Patient stated that they put the device in MRI mode, had a MRI of their head and ever since then the device hadn't operated correctly. When asked for event date, patient mentioned the issue began 4 days ago. Patient stated they didn't know if that caused the issue or not. Patient said that the implant battery was completely out of power so they charged the implant up and then the next day they had to charge the implant again which was about a 4 hour charge. Patient then said that last night it took them 3 hours to recharge the implant and when they checked the implant this morning it had already gone down by 30%. Patient mentioned their implant would lose 30% each day. Patient mentioned when they first had their implant, they were charging their implant every 3 days or so. Agent asked the patient if they had any recent falls/ trauma and patient denied. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.